Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics 3d (bm3d) stent ( 7.0 x 100mm stent) to treat a denovo lesion of the sfa middle third to sfa distal third artery in the left leg. A contralateral approach was used and pre-dilatation and post-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty (pta), and atherectomy. On the (B)(6) 2022, an event of restenosis of treated vessel (target vessel) was reported from the site. It was reported as "not related" to the device and "not related" to the procedure but due to worsening pre-existing condition. It was also reported as target lesion related. The patient outcome is reported as "resolved/recovered". It led to a percutaneous intervention and it involved a target lesion revascularisation, a new biomimics stent placement, balloon angioplasty and laser atherectomy. The device remains implanted. This was reviewed by veryan on (B)(6) 2022 and considered to be possibly related to the device as it led to a target lesion revascularisation.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics 3d (bm3d) stent ( a 7.0 x 100mm stent) to treat a denovo lesion of the sfa middle third to sfa distal third artery in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta), and atherectomy. The treated segment was post-dilated with pta. On (B)(6) 2022, an event of restenosis of treated segment (target lesion) was identified by the site. It was reported as not related to the device or procedure but was due to a worsening pre-existing condition. It was also reported as target lesion-related. The patient outcome was reported as resolved/recovered. It led to a percutaneous intervention and it involved a target lesion revascularisation, two new biomimics stent placements, pta/standard balloon angioplasty and laser/atherectomy of the sfa ostial to proximal popliteal segment. The device remains implanted. This was reviewed by veryan on 27-jun-22 and considered to be possibly related to the device as it led to a target lesion revascularisation. Additional information was received on 26-feb-24 and the event of restenosis of treated vessel (target vessel) was updated by the site to a restenosis of treated segment (target lesion).

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. Section b.5. Was updated to reflect that the event description was updated by the site, section b.7. Was corrected to include explanation of CABG, sections d.3. And g.1. Were updated to reflect the change in veryan's address since the initial report was submitted. In section e.1. The reporter address details were updated. Sections g.6. And h.2. Reflects the type of the report (follow-up 1) and the reasons for the report. Section h.11. Reflects the updates made in this follow-up report. If further information regarding this event becomes available, a follow-up report will be submitted.